Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that the customer's blood glucose increased to 495 mg/dl due to a bent infusion set cannula. The patient treated via manual insulin injection. The customer was advised on proper infusion set insertion and usage protocol. The insulin pump was not returned for analysis.